Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01104. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4) - urinary/bowel problems; undefined recurrence; dyspareunia. Additional narrative: it was reported that mesh was implanted on (B)(6) 2007 and (B)(6) 2010 due to pelvic organ prolapsed. Following insertion the patient experienced pain, erosion, bleeding, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other. On (B)(6) 2007 mesh was implanted and on (B)(6) 2008 mesh revision was performed due to recurrent prolapsed. On (B)(6) 2009, mesh revision was performed and mesh was trimmed due to pain. It was reported that mesh was implanted on (B)(6) 2010 and removal of prior mesh was performed due to pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, discomfort with urination, urinary tract infection, vaginal pain, pinkish discharge, and atrophic vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6) due to vaginal graft erosion. It was reported that patient underwent another mesh revision with perineorrhaphy by dr. (B)(6) due to graft erosion and dyspareunia.

Event description:
It was reported that following insertion the patient experienced frequency, urgency, discomfort with urination, urinary tract infection, vaginal pain, pinkish discharge, and atrophic vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6) due to vaginal graft erosion. It was reported that patient underwent another mesh revision with perineorrhaphy by dr. (B)(6) due to graft erosion and dyspareunia.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent revision of graft with perineorrhaphy on (B)(6) 2009 by (B)(6). It was reported that the patient underwent vaginal mesh revision on (B)(6) 2013 by (B)(6) due to prior posterior prolift and dyspareunia.